Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: one device was received by baxter for evaluation. Visual examination confirmed the blue winged luer cap to be missing from the device due to operator error during the manual fillport cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device contained a missing blue winged luer cap. The device was filled with 250ml of pamidronate (90mg in 0.9% normal saline). It is unknown when this was observed. No additional information is available.